Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the emergency room on (B)(6) 2021 with bradycardia and also asystole heart rhythm. Further investigation revealed the patient's right ventricular lead had increased capture threshold and pacing impedance change due to a suspected fracture. The lead was programmed to address the issues for one night till a procedure could take place. The lead was then capped and replaced on (B)(6) 2021. Patient was stable after the procedure.